Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-1824, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure model 205 (fallopian tube occlusion insert) inserted in 2005. After essure was placed under anaesthesia, consumer started having pain in lower abdomen. Sex was impossible as the pain was just too much. Her periods became heavy and painful as well. Her stomach became bloated to the point where she looked pregnant. She was also diagnosed with hashimotos disease, breast cancer, fibromyalgia, chronic migraines and chronic pain throughout her body. Consumer went to her gynecologist in 2013 and he suggested a hysterectomy leaving only her ovaries. Since having the hysterectomy, her abdomen pain has subsided and she no longer feels the extreme pain, but she still is left with issues that never existed before essure. She has now pain from the hysterectomy. She is allergic to sutures and had to have them placed. Her body is still rejecting foreign objects. Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this non medically-confirmed, spontaneous case report refers to a female consumer who had pain in lower abdomen after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (8 years after device placement) and her pain subsided. Additionally, she was diagnosed with hashimotos disease and breast cancer. Only abdominal pain is listed according to the reference safety information for essure. Abdominal and pelvic pain may occur with essure therapy. In this particular case, consumer had fibromyalgia, which could be an alternative explanation for her pain. However, as this event started after essure insertion and resolved with devices removal; a contributory role of the suspect insert cannot be totally ruled out. Regarding the remaining events; given their nature and considering essure's local action in fallopian tubes, causality is considered very unlikely. In addition, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had pain in lower abdomen after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (8 years after device placement) and her pain subsided. Additionally, she was diagnosed with hashimotos disease and breast cancer. Only abdominal pain is listed according to the reference safety information for essure. Abdominal and pelvic pain may occur with essure therapy. In this particular case, consumer had fibromyalgia, which could be an alternative explanation for her pain. However, as this event started after essure insertion and resolved with devices removal; a contributory role of the suspect insert cannot be totally ruled out. Regarding the remaining events; given their nature and considering essure's local action in fallopian tubes, causality is considered very unlikely. In addition, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.